Event description:
A malfunction was reported by the caller regarding a pump. There was no adverse impact to the customer's blood glucose level. The customer will have their pump replaced by technical support, as confirmed by the cts team, and they have been advised on using the updated software with their new pump. Additionally, the customer acknowledged receiving instructions related to their g7 sensor usage.